Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, the criteria for the right ventricular lead integrity alert were met, and indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). 3 non-sustained tachycardia and 5 "lead failure predictor" episodes of less than 220 ms cycle length are recorded between (B)(6) 2013. 941 lifetime v-sic occur since (B)(6) 2013. Lead integrity alert (lia) triggered on (B)(6) 2013 due to meeting the conditions for non-sustained tachycardia and v-sic. Maximum ventricular pace impedance rises from an approximate baseline of 700 ohms to greater than 1400 ohms the week ending (B)(6) 2013.

Event description:
It was reported that the patient presented to the hospital because of a patient alert and the right ventricular (rv) lead was broken. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.